Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unspecified date, the patient began treatment with meropenem (500 milligram, twice a day and route of administration and duration not reported) as for the peritonitis. At the time of this report, the patient's fluid was "clear than before" and the patient was recovering from peritonitis. The action taken with pd therapy was not reported. No additional information is available.